Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 650 mg/dl. Ketones were moderate. Pump supplies were changed and were thought to have been the cause of the event. Contact assisted customer with delivering a correction bolus and setting a temporary basal rate to address bg. System check was performed with tandem technical support; no device issues were identified. Contact acknowledged the results of the system check.